Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap region burned and/or melted, that the cap remained intact and attached and that the shrink tube and/or fiber jacket may have been melted and/or burnt. The examination also disclosed that the beveled section often melted and exhibited burnt glue. Also, the cap generally exhibited some or all of char, devitrification, crater and melted glass. The device failure was associated with a lack of cooling. The 2090 fiber endures high power as a result of a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area on the outside of the fiber cap. The root cause of the device failure was determined to be heat accumulation of the fiber. No pt injury was reported. The product labeling (product insert 0127-1410) provides warning of possible cap detachment in the pt and instructions for retrieving.

Event description:
An examination, conducted by an american medical systems quality engineer, disclosed that the cap region was burnt and/or melted and that the cap remained intact and attached. The examination also disclosed that the shrink tube and/or fiber jacket may have been melted and/or burnt. No info was reported by the customer in regards to this event. This info was not available until (B)(6) 2010 and as a result initiated an MDR for this event.